Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was dislodged and the capture threshold had increased. The lead was repositioned successfully. The patients condition was stable after the event.